Manufacturer narrative:
Additional information: the cause of the peritonitis event was reported to be due to constipation. The baxter disposable is no longer a suspect in the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized on the same day as the onset and was discharged seven days later. On an unreported date, the patient was treated with vancomycin injection (2g once in every 5 days, intraperitoneal for 21 days and ongoing) and gentamycin injection (20 mg, intraperitoneal for 21 days and ongoing) and an unspecified medication for peritonitis. Five days from the onset date the patient recovered from the event. Pd therapy was ongoing. No additional information is available.